Manufacturer narrative:
Result: the pet lock on the proximal end of the pc400 coil pusher assembly was pushed together, but broken. The pusher assembly was kinked approximately 47.0 cm from the proximal end. The coil was detached from the pusher assembly. The pull wire distal tip extended beyond the capture feature of the pusher assembly distal detachment tip (ddt). The proximal constraint sphere was intact on the proximal end of the embolization coil. The inner diameter (ID) of the ddt and the outer diameters (ods) of the pull wire and proximal constraint sphere were measured to be within specification. Conclusion: evaluation of the returned device confirmed that the coil was detached from the pusher assembly. The pet lock on the proximal end of the pc400 coil pusher assembly was revealed to be broken. A broken pet lock is indicative of a pull force that was applied to the pull wire of the pc400 coil to the extent that the pull wire was retracted from the pusher assembly hypotube. By design, when the pull wire is retracted, the pet lock fractures, the proximal constraint sphere of the embolization coil becomes dislodged, and the coil becomes detached. If the pull wire is manipulated with force against resistance during withdrawal of the pc400 coil, it is likely that the pull wire itself may become withdrawn from the pusher assembly. The testing of the pet lock tensile strength of this device lot was reviewed, and all units tested met specification. Furthermore, the ddt ID and the pull wire and proximal constraint sphere ods were measured to be within specification. These devices are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400 coil). During the procedure, the physician resheathed the pc400 coil and deployed it into the aneurysm, however, the pc400 coil unintentionally detached and was removed from the patient using a snare device. The procedure did not continue any further. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the penumbra coil 400 (pc400 coil) pusher assembly was pushed together, but broken. The pusher assembly was kinked approximately 47.0 cm from the proximal end. The coil was detached from the pusher assembly. The pull wire distal tip extended beyond the capture feature of the pusher assembly distal detachment tip (ddt). The proximal constraint sphere was intact on the proximal end of the embolization coil. Conclusion: evaluation of the returned device confirmed that the coil was detached from the pusher assembly. The pet lock on the proximal end of the pc400 coil pusher assembly was revealed to be broken. A broken pet lock is indicative of an excessive pull force that was applied to the pull wire of the pc400 coil, and that the pull wire was retracted. By design, when the pull wire is retracted, the proximal constraint sphere of the embolization coil becomes dislodged, and the coil becomes detached. These devices are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.